Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A voltage test was performed and failed. A review of the downloaded receiver log did not confirm the reported event of low transmitter battery a root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data was provided for evaluation. Complaint for a low transmitter battery could not be confirmed. The root cause could not be determine. Based on the findings of a transmitter failure this is now reportable. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.